Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 while reducing the rod onto the head of the screw with the flex clip reduction device, too much pressure was applied and the end piece of the instrument broke. All of the pieces were retrieved and another reduction device was used to complete the case. Concomitant devices: unknown rod (part# unknown, lot# unknown, quantity unknown), unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) expedium spine system clip-on red.driver w/dovetail 5.5mm. This is report 1 of 1 for (B)(4).

Event description:
Updated event description: concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown) unknown screw (part# unknown, lot# unknown, quantity unknown) this complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D11: concomitant device reported. Investigation summary: dr. Was reducing his rod onto the head of the screw with the flex clip reduction device and so much pressure was applied that the instrument broke. The end piece broke off from the instrument. All the pieces were retrieved and nothing fell into the patient. The surgeon used another reduction device to complete the case. I have nothing further to add. Customer reference/po/service 50561956-d. Updated event description: concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown) unknown screw (part# unknown, lot# unknown, quantity unknown) this complaint involves one (1) device. H3, h4, h6: device history lot: a review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number nw135837 was released in two batches. Batch1: lot qty of 68 units were released on 14 may 2013 with no discrepancies. Batch2: lot qty of 149 units were released on 16 may 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Flow: visual. Visual inspection: the instrument was inspected, and the weld that holds item 4 to item 2 & item 1 (per drawing 2797-12-580 rev d) has failed/broken resulting in the complaint condition. Additionally the following components were missing: thrust bearing and x25 inserter assembly. Dimensional inspection: a dimensional inspection was not performed, as weld measurements are not able to be taken. Document/specification review: the following drawing(s) was reviewed: expedium 5.5 flex clip-on reduction device reduction sleeve assembly: 2797-12-580 rev g/d based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown, it possible the device encountered unintended force during use. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h4: manufacture date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.